Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, moisture was observed behind the pump display lens. No damage was found to the keypad cover. A leak test was performed and confirmed a bolus button leak. The pump case was removed and evidence of moisture ingress was found throughout the pump interior. The pump did not power on due to moisture damage. The keypad button responsiveness could not be adequately investigated due to the moisture damage. The keypad cover was removed and no contamination or damage was found to the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the pump keypad buttons were under responsive to user presses. Moisture was also allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.